Event description:
This is a spontaneous report received on (B)(6) 2022 from a female consumer (age unknown) who stated that col ptb 360 sonic charcoal toothbrush head came off in her mouth, the other part which was held in the hand stabbed her face and had bit of swelling in the face. There was no relevant medical history provided. On an unspecified date, while the consumer was brushing her teeth with a recently purchased col ptb 360 sonic charcoal toothbrush, the brush head came off in her mouth. Consumer reported the part which was held in the hand stabbed her face close to her eye and caused a bit of swelling. Action taken with col ptb 360 sonic charcoal toothbrush was unknown. At the time of this report, the outcome of the events were unknown.